Manufacturer narrative:
A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The microscopic evaluation of the needle revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the defect in the needle noticed when removed from package? Yes. Did the needle bend in the middle during use? No. How was case completed? No information. Lot number: no information. No further information will be provided. Investigation summary: an opened sample of product code mx763 was returned for analysis. During the visual inspection of the sample, the shape of needle was distorted, flat and twisted; also appears to be by the use of a surgical instrument and body fluids were noted. In addition, the swage area and needle tip were broken. The assignable cause of the breakage needle cannot be concluded and an additional evaluation is necessary to determine the failure mode.

Event description:
It was reported that a patient underwent an orthopedic surgery on (B)(6) 2018 and suture was used. During the procedure the needle was found bent. The device was returned for evaluation and it was noted that the needle was broken at the tip and the swage. There were no adverse consequences to the patient.